Event description:
It was reported, the camera head had poor contact with the image, a noisy image and the image disappears temporarily. The issue occurred during the middle of the therapeutic laparoscopic operation. There was no delay in procedure nor harm to the patient. The procedure was completed with the same device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.